Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-sep-2023. H.6. Investigation summary: a device history review was conducted for lot number 2168779. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to aid in our investigation. The returned device displayed both a separated stylet and compressed extension tube, which effect only half of the tubing length. This event has been confirmed. Microscopic inspection of the terminal end of the crinkled tubing identified small compression marks consistent of an applied slide clamp. The application of the slide clamp during stylet retraction will amplify the stress placed on the connection point and likely lead to the observed separation of the stylet and the collapse of the extension tubing. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system. The catheter was defective. There was no report of patient impact. The following information was provided by the initial reporter: description of facts, circumstances and means used: when removing the catheter guide, it retracted and we were unable to remove it obligation to remove the entire catheter placement of a new catheter description of consequences: need to prick the child again in a vital emergency situation.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2168779. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system the catheter was defective. There was no report of patient impact. The following information was provided by the initial reporter: description of facts, circumstances and means used: when removing the catheter guide, it retracted and we were unable to remove it obligation to remove the entire catheter placement of a new catheter description of consequences: need to prick the child again in a vital emergency situation.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system the catheter was defective. There was no report of patient impact. The following information was provided by the initial reporter: description of facts, circumstances and means used: when removing the catheter guide, it retracted and we were unable to remove it obligation to remove the entire catheter placement of a new catheter. Description of consequences: need to prick the child again in a vital emergency situation.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.